Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: a review of the black box indicated a time/date reset after reboot on (B)(6) 2016 at 14:55. The pump was powered back on the same day at 15:15. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced erratic blood glucose (bg) as high as 300mg/dl and as low as 58mg/dl, with symptoms of cognitive impairment and unsteadiness when standing/walking. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the time and date reset to default settings when the battery was out of the pump for less than 12 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia associated with use error of the pump following a time/date reset issue.